Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced sepsis from peritonitis and subsequently passed away. The cause of the peritonitis was not reported. On an unreported date the patient experienced sepsis. On an unreported date, the patient was hospitalized for the events. Treatment for the events was not reported. The patient expired due to peritonitis and sepsis. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.